Event description:
Prior to use in the patient, it was observed that the stent was flared at the distal end.

Manufacturer narrative:
Percutaneous coronary intervention (pci) was being performed on a 95% de novo lesion in the left anterior descending artery (lad). The vessel was highly calcified and highly tortuous. After flushing the 3.0x28mm cypher stent with heparin, the physician visually checked the stent and confirmed the stent was flared at the distal edge, prior to insertion. Therefore, a different cypher stent with a different lot number was used instead of successfully finish the procedure. There were no reported adverse effects to the patient. Additional information indicated that the devices are stored in one location either stacked side by side or on top of each other. If there was any damage to the packing of the product the customer would not have used it. In addition, they did not report that the product appeared other than normal before the procedure. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. The product is available for analysis. Additional information received will be submitted within 30 days upon receipt.